Manufacturer narrative:
Trackwise ID (B)(6). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
Related to 688709 & 688713. The hospital reported that during an endoscopic vein harvesting procedure the vasoview hemopro 2 melted at the base of the jaws during radials. No particles were noted in the harvesting tunnel / inside the patient. A new device was used to complete the procedure. No delay in the procedure. No patient injury occurred.

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, b5, d10, g4, g7, h2, h3, h10, h11. Corrected sections: h6--problem code updated. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure the vasoview hemopro 2 melted at the base of the jaws during radials. The black insulation around the hp2 shaft appeared peeled on endoscopic visualization. No particles were noted in the harvesting tunnel / inside the patient. A new device was used to complete the procedure. A few minutes of procedural delay was reported. No patient injury occurred.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure the vasoview hemopro 2 melted at the base of the jaws during radials. The black insulation around the hp2 shaft appeared peeled and delaminated on endoscopic visualization. No particles were noted in the harvesting tunnel / inside the patient. A new device was used to complete the procedure. A few minutes of procedural delay was reported. No patient injury occurred.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 10/04/2022. An investigation was conducted on 10/17/2022. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The heater wire was observed to be intact, no visual defects were observed. The clear silicone insulation on both the cold and hot jaws were observed to be intact, with no visual defects observed. The black sheath closest to the base of the jaws was observed to be peeled away exposing the metal base of the jaws. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled;shaft" was confirmed. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The lot # 3000249229 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.